Event description:
The surgeon reported surface opacification of the intraocular lens at approximately 11 months post-operative. The pt's visual acuity decreased to 20/100. The lens remains implanted.